Event description:
Could not place any weight on the knee [weight bearing difficulty]. Allergic reaction to preservative [hypersensitivity]. Pressure inside the knee [limb discomfort]. Aching (knee) [arthralgia]. Knee did have fluid build-up [joint effusion]. Blisters at top of her ears [blister]. Weeping fluid at top of her ears (unspecified skin disorder) [skin disorder]. Stiffness (knee) [joint stiffness]. Case description: spontaneous report was received on (B)(6)-2012 from a consumer regarding a female pt, (B)(6) (age not provided). The pt's medical history was significant for four knee surgeries in the past and previous treatment with synvisc one (two times) for "wear and tear." It was reported that the past two injections were fine and the pt only experienced mild aching. On (B)(6)-2012, the pt initiated treatment with synvisc one (hylan g-f 20) injection at a dose of 6 ml once, in left knee. On the same day, two hours after the injection, the pt felt pressure inside the knee and aching. It was reported that twelve hours later, the pt woke up in screaming pain. The pt's knee had fluid build-up and "felt like inside the knee was being stabbed." There was no heat or redness. The pt's knee was packed with ice through the night. The following day pt visited the doctor's office to be treated for a reaction. The doctor was concerned that there was an infection and "drew on the knee to verify." However, the infection was ruled out and it was believed that the pt experienced an allergic reaction to the preservative in synvisc one. On an unspecified date in (B)(6)-2012, the pt was treated with the cortisone preceded by novocaine and did get relief from pain. However, the pt could not place any weight on the knee. It was reported that the pt did the ice and elevation routine and got on the bicycle and bicycled it very slowly. A week later, the pt was fine and was back into training. The pt also noticed stiffness every now and then but knew how to treat it. On an unspecified date, the pt noticed the tops of her ears had broken out with blisters and weeping of fluid. It was reported that the dermatologist wanted to know the preservative on synvisc-one as a possible cause of pt's ears breaking out. The outcome for all the events was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The qa (quality assurance) investigation results were received on (B)(4)-2012. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec results is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.